Event description:
During and endoscopic variceal ligation procedure in the esophagus, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the patient was prepared for the procedure. The user attached the cook mbl-6-f ligation device to the endoscope and advance it through the patient's mouth into the esophagus for ligation. The first three bands were released normally. While applying the fourth band, the operator reported twisting it only once, yet both the fourth and fifth band released simultaneously and became lodged in the tissue. Subsequently, it was discovered that no further bands remained. User noted that the device was missing one band. Since the patient required more than four ligation bands, the device had to be removed and replaced with a new ligator to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a biohazard bag with an open box from the lot number provided in the report. The label matches the product returned. The irrigation adapter and bands were not returned with the device. The first photo shows the device box label, and the lot number matches that in the report. The second photo shows the device in a clear package, there are no bands remaining on the barrel, and the trigger cord is wrapped around the handle in a post deployment state. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device, there were no bands remaining on the barrel and the trigger cord was wrapped around the handle in a post deployment state. A visual examination of the device was performed. The trigger cord was examined and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and is within the established tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device and photo provided confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The user is advised not to apply tension to the trigger cord while winding it on the handle to avoid premature deployment of bands. The instructions for use caution the user: ¿with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends additional comments regarding this report: the information provided by the user indicates that the device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.